Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Very little information was provided on the conditions surrounding this incident. There is insufficient information to determine a potential root cause. Review of the device history records was not possible for the screw as the product and lot numbers required for retrieval were unavailable. Review of the device history records for the nail did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the distal screw displaced fracture.